Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer declined to further troubleshoot with tandem technical support.